Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, user-applied excessive force, prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/22/2025, a sales representative reported via email that the peek tip of an ar-1665bcsl-39 3.9 bc loop 'n' tack tenodesis implant system would not detach from the inserter during insertion. As a result, the device was removed, and an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock anchor was used to complete the case. There was no delay in the procedure, and no additional anesthesia was administered. The issue was identified during a biceps tenodesis procedure performed on (B)(6) 2025, with no reported patient harm.